Manufacturer narrative:
The device was returned as part of the asset return process, finding grip has a scratch, air/water-cylinder has no color, scope-cylinder has no color, scope cover-case unit has a scratch, light guide lens has a crack, adhesive on bending section has a discolored area, and connecting tube has a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis exera iii gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that air/water tube and cylinder with foreign matter. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: h8. Based on the results of the investigation, the events ¿foreign material was in the a/w channel¿ and ¿foreign material was in the a/w cylinder¿ were confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps at the material residue point were not deviated from the instruction manual. It was noted, however, that insufficient cleaning was a likely cause. It was not confirmed if there was physical damage at the material residue point. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. ¿ the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.